Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii catheter and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii catheter and a spyglass ds controller were used during an electrohydraulic lithotripsy procedure performed in the intrahepatic bile duct on (B)(6) 2021. During the procedure, the connection problem between the controller and the spyscope ds ii catheter started around 30 to 45 minutes into the procedure. The controller was repeatedly rebooted and still could not read the spyscope ds ii catheter. A second spyscope ds ii catheter was used; however, the problem could not be eliminated. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.